Event description:
This is a report received by baxter global pharmacovigilance (gpv) from a customer with supplemental information from a peritoneal dialysis nurse (pdn) and is a report of use error due to breach in aseptic technique-touch contamination and peritonitis in a home patient (hp) from (B)(6) coincident with dianeal 2.5% low calcium therapy. On an unreported date, the hp began treatment with dianeal 2.5% low calcium (ip) intraperitoneally for peritoneal dialysis (pd) therapy. On an unreported date, the hp was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis and discharged on (B)(6) 2012. Treatment was not reported. The cause of the peritonitis was reported by a family member as, ''unsure how but was sure it was his or his brother's fault.'' The pdn clarified the cause of the peritonitis was due to a use error due to touch contamination. It was not reported if the hp was re-trained in proper aseptic technique. Pd therapy was reported to be ongoing. Concomitant medications were not reported. The pdn reported the hp was recovering from the peritonitis event. The pdn confirmed that the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter global pharmacovigilance (gpv) received additional information from the pd nurse as follows. On an unknown date in (B)(6) 2012, the patient recovered from the event of peritonitis. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient described as touch contamination. The assignable cause for the touch contamination was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.